Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6), 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 125, 127, 123 and 126 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due the high results he had contacted his doctor. The doctor increased his metformin, but nothing has changed with the results on the meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/14/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 125 mg/dl date:(B)(6), 2023 time: 4:00am fasting, result 2: 127 mg/dl date:(B)(6), 2023 time: 4:30am fasting, result 3: 123 mg/dl date:(B)(6), 2023 time: 2:50am fasting, result 4: 123 mg/dl date:(B)(6), 2023 time: 2:50am fasting, result 5: 126 mg/dl date:(B)(6), 2023 time: 4:49am fasting.

Manufacturer narrative:
Sections with additional information as of 07-aug-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.